Event description:
At the original procedure, in 2002, the facility contact claims that the physician & the private scrub nurse heard a weird sound. The mitek electrode tip was found to be broken and a portion of the ceramic tip was missing. Piece was not located at the time of the event. The event was not reported to mitek. Postoperatively the patient had pain. A second procedure was performed. The ceramic fragment was removed from the joint along with a portion of a broken mitek cufftack anchor that was found floating in the joint. See also MDR # 1221934-2002-00116.